Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
It was reported that the surgeon used the complaint perforator to make the fourth burr hole out of four. The dura injury did not occur, but the drill did not stop and it came out. The bone pad was not confirmed to be formed. The concomitant drill was a medtronic and perforation speed was 75000. The complaint device was single-used. No further information was provided by the hospital. The product will not be returned for evaluation.

Manufacturer narrative:
UDI (B)(4). The complaint sample was not returned to codman, therefore, an evaluation of the device could not be performed. Device history records (dhrs) were reviewed and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. Complaint will be closed as 'no complaint sample returned to codman for evaluation'. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed.

Event description:
N/a.